Manufacturer narrative:
Device evaluation of monitor sn (B)(4)has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the device, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt (B)(4) has not yet been recovered from the field. Based on the downloaded software flags, there is no information to suggest the belt malfunction that would have caused or contributed to the patient's passing.

Event description:
It was reported the patient passed away on (B)(6) 2017. The patient was wearing the lifevest at the time of collapse. The cause of death is unknown. The patient experienced an appropriate treatment event on (B)(6) 2017 consisting of four shocks. For the first treatment the rhythm was vt. The post shock rhythm was sinus bradycardia at 30 bpm degrading to asystole. The rhythm at the time of the time of the remaining treatments was asystole with intermittent cardiac activity and asystole with CPR artifact. There is no allegation that the device caused or contributed to the patient passing.